Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of treatment. After the day of the treatment the fse (field service engineer) replaced laser head as a preventive measure. Log file review for the day of treatment shows all laser system functions were within specifications. The system passed successfully all initialization steps. The user performed a gas change, skipped the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile shows multiple successfully performed treatments. The corresponding treatment could be identified in logfile. The corresponding treatment was performed successfully without interruption. No technical problem can be identified during log file review. Anterior uveitis is not related to the device. (B)(4).

Event description:
A surgeon reported anterior uveitis (toxic anterior segment syndrome) in both eyes post photo refractive keratectomy. The patient experienced redness. A cycloplegic eye drop with steroid was prescribed. The anterior uveitis has resolved following the drop treatment. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.